Manufacturer narrative:
Patient was an adult. The customers report of an over infusion of program (tacrolimus) was not confirmed. The pcu event log shows pump module was programmed to infuse a custom concentration infusion of tacrolimus drip (drugid 583) at a rate of 10.4ml/hr. With a vtbi of 30ml at 2:49 pm on 20 may 2019 and was started at 2:50 pm and ran until 2:15 pm on 21 may 2019 when the device was channeled off following an air in line alarm. The volume recorded as being infused during this period was 237.3ml. During the infusion, there were 23 air in line alarms between 8:59 pm on 20 may 2019 and 2:15 pm on 21 may 2019. The infusion was able to be restarted for the first 22 alarms and the device was channeled off after the 23rd alarm. Only the data set and event logs were sent for investigation; the pump module was not returned. Functional testing and silicone segment of the tubing were evaluated and was found to be within specification. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause was not identified.

Event description:
It was reported that a prograf (tacrolimus) 2.2mg/d5w 250ml programmed to infuse at a rate of 10.4ml/hour for 24 hours completed 3 hours earlier than expected. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Continued from d.11-used non bd spirous adapter. Additional patient information: diagnosis: mds had mud transplant. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a prograf (tacrolimus) 2.2mg/d5w 250ml programmed to infuse at a rate of 10.4ml/hour for 24 hours completed 3 hours earlier than expected. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Concomitant medical products: used non bd spirous adapter. Additional patient information: diagnosis: mds had mud transplant. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No device received-log review only.

Event description:
It was reported that a prograf (tacrolimus) 2.2mg/d5w 250ml programmed to infuse at a rate of 10.4ml/hour for 24 hours completed 3 hours earlier than expected. The customer further stated that there were no adverse effects caused to the patient from the event.